Event description:
It was reported that the customer's insulin pump alarmed motor error during the prime/filling process. No further info was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump alarmed motor error during the basic occlusion test as a result of a loose motor support disk. The motor was tested outside of the device and passed.